Event description:
It was reported by the customer that during a bph prostate procedure: ¿reflection off of stones broke fiber tip¿ at 160.000 joules of use and 22:00 minutes. The case was completed with the second fiber. Patient had "a lot of prostatic stones". Patient outcome: ¿no injury¿ reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture distal to the fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits moderate char; the fiber exhibits moderate melting of the uv glue zone at the attachment of the glass cap to the fiber; the outer flow tubing exhibits mild contamination, likely biologic. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. (B)(4).